Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrilalator (ICD) and right ventricular (rv) lead from another manufacturer exhibited high out of range pace impedance measurements. The rise in impedances was suspected to be due to calcification or exit block, but was not confirmed. The system remains in service. No adverse patient effects were reported.